Manufacturer narrative:
Batch review performed on 10 january 2019. Lot 181144: (B)(4) items manufactured and released on 25 may 2018. Expiration date: 2023-05-08 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: reference 01.25.025 (k072857) cocr ball head 12/14 ø 32 size xxl +10.5; lot 163216: (B)(4) items manufactured and released on 02 august 2016 . Expiration date: 2021-07-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ceramic ball head not marketed in us. Manufacturer has been informed about the issue. On december 21, 2018 they reported the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Due to a lack of ceramic parts further investigations cannot be done. Clinical evaluation performed by medical affairs director on january 07, 2019. Partial hip revision surgery (stem, head and liner) occurred few months after primary cementless total hip arthroplasty in a (B)(6) year old man. Recurrent dislocations occurred probably during rehabilitation period. Hip dislocation may be due to component positioning or insufficient soft tissue tensioning; it can hardly be caused by standard devices.

Event description:
The patient was revised two times ((B)(6) 2018) due to hip dislocation, 4 and 5 months after primary.